Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution?yes. D10: returned to manufacturer on: 24aug2023 h6: investigation summary it was reported the needles are blocked. To aid in the investigation, three hundred sixty-eight samples in sealed packaging blisters were received for evaluation by our quality team. One hundred twenty-five samples were randomly selected for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Each needle expelled the solution with a normal flow. A device history record review was completed for provided material number 305106, lot 3024945. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be determined.

Event description:
It was reported while using bd¿ needle 1/2 in. Single use, sterile, 30 g the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: reported issue per customer: nurses said they are blocked and won¿t inject anything ¿ we have tried the syringes and the needles, and when you go to inject a medication (for instance, into the eye for retina patients), the needle won¿t inject, seems to be blocked. Very dangerous for eye injections as well as have had to discard medications that cost several thousand dollars since some is wasted as we try to inject. They have found 4 bx so far with this issue

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. H3 other text : unknown.

Event description:
It was reported while using bd¿ needle 1/2 in. Single use, sterile, 30 g the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: reported issue per customer: nurses said they are blocked and won¿t inject anything ¿ we have tried the syringes and the needles, and when you go to inject a medication (for instance, into the eye for retina patients), the needle won¿t inject, seems to be blocked. Very dangerous for eye injections as well as have had to discard medications that cost several thousand dollars since some is wasted as we try to inject. They have found 4 bx so far with this issue.